Manufacturer narrative:
The original product was not returned, a digital photo of the reported device was received for investigation. Upon visual review of the photo, a crack was observed to the flange of the iso connector. The crack on the connector appeared to have been caused by excessive force when using the disconnect wedge during device removal. Based on the evidence, the root cause is unknown as the complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the connector to a smiths medical portex® bivona customized tracheostomy (trach) tube was reported to be too tight requiring a wedge for removal. The plastic ring of the connector is noted to not withstand the pressure caused by the separating wedge; causing it to break. There were no reported adverse patient effects.